Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noticed a malfunction code when they woke up. Impact on customer's blood glucose levels is unknown as the customer had not tested. A replacement pump was shipped to the customer. Customer indicated that they will contact her health care provider for advice on how to resume insulin therapy until the replacement is received.